Event description:
The customer reported that the system would not expose. There is no report of patient injury associated with this event.

Manufacturer narrative:
The service representative spoke to the customer and gave the customer a repair quote over the phone. The customer never responded, and the service case was closed.